Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not sensing the helium tank when set on both manual and dial. There was no harm or injury to the patient, therapy was not delayed, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) contacted the customer over the phone. The stm instructed the end user to ensure the helium tank was properly seated in the helium drawer and that the iabp console was fully seated in the hospital cart. The end user confirmed that the helium tank was correctly installed and the iabp console was fully seated. At a later date, a getinge therapy specialist (ts) arrived at the customer's site and confirmed the iabp unit did not have helium. The ts observed that the helium tanks installed in the iabp unit were empty. The ts installed a known helium tank and verified proper function of the iabp unit. The customer was advised to observe the iabp unit and the mechanical gauge to confirm that the iabp unit was not leaking. Subsequently, the stm followed up with the customer who confirmed that the iabp unit was not leaking and a full helium tank had been installed. It was later clarified that the customer had received three (3) empty helium tanks from a separate non-getinge vendor, and it was when these helium tanks were installed, the iabp unit read that they were empty. The customer has verified that the iabp unit has been returned to clinical use and that no service was needed from getinge.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not sensing the helium tank when set on both manual and dial. There was no harm or injury to the patient, therapy was not delayed, and no adverse event was reported.